Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure, the physician tightened the suture sleeve so tight with "0 silk" that he deformed the coil of the lead. The physician removed the suture sleeve and the deformity was greatly decreased, but still slightly visible under fluoroscopy. The lead was reanalyzed with numbers still within normal parameters, so the lead was resutured and the pocket closed. The lead remains in use. No patient complications have been reported as a result of this event.